Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h5 (labeled for single use?), h8 (usage of device). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The reported issue "switch to back up controller" was caused by dextrose residue buildup, which led to purge piston blockage and resulted in the purge system failure.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway and once completed a supplemental report will be sent.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when powered automated impella controller (aic), screen showed message "switch to back up controller". The aic was replaced and there was no patient harm.